Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative (fsr) went onsite to evaluate the suspect device. Upon turning on the device and testing it, the device operated properly without fault, responding to all touch commands. Although the reported issue could not be duplicated, vyaire technical support recommended replacing the touchscreen display as a precaution. At this time, a replacement touchscreen display has been ordered. If any additional information is received then a supplemental report will be submitted.

Event description:
It was reported to vyaire that the vela ventilator screen is showing video but will not allow interactions with the screen icons. The customer confirmed there was no patient involvement associated with the reported issue.

Manufacturer narrative:
A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The touch screen operated without fault.